Event description:
It was reported by service report that the bed was getting an error 201 on scale display. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.